Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalizing may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The patient reported she developed a "red, itchy, burning rash" under the tape collar of the device. The skin in the affected area "peels off" and is sore. The patient's skin has been reddened since she first began using the product a couple of years ago; however, the affected area has worsened within the last 2 weeks. The patient sought medical treatment and was prescribed corticosteroid cream to apply to the area. Patient outcome was not provided.